Event description:
The customer was performing a/b/d type and antibody screen testing on the ortho provue analyzer and reported that the concentration of 0.8% surgiscreen lot #8ss374 and 0.8% affirmagen lot#8a204 in the microtubes of the mts gel cards appeared to be low.